Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak from the coulter lh 780 hematology analyzer onto the pneumatic power supply, compressor module, and the floor. The volume of the leak was not provided. The customer was wearing a lab coat and gloves but no eye protection at the time of the event. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. Service was dispatched on (B)(4) 2012 and the field service engineer (fse) found that the vacuum accumulation tank in the slidemaker filled up with diluent, allowing diluent to be sucked into vacuum line of compressor and out its exhaust line, which was the source of the leak. The fse replaced the compressor and cleaned out the lines. The fse also found the vacuum tank did not dot drain when selected manually. The fse returned to the site on (B)(4) 2012 and replaced the vacuum accumulation chamber that allowed diluent to leak out of compressor. The fse made slides and observed acceptable vacuum readings without errors or leaks. The slidemaker contains blood and diluent during operation and cleaning agent at shutdown. The failure mode of the leak is that the float switch in the vacuum accumulation chamber was stuck in the down position due to dried diluent and the safety shut off valve did not seal properly.

Manufacturer narrative:
(B)(4).